Event description:
Adverse event: failure to seal a perforation, cardiac tamponade, death. Onset on adverse event: during the procedure. Device issue: failure to cross lesion. Time of device issue: during the procedure. It was reported that during a left anterior descending coronary procedure, the pt experienced a perforation. The jostent graftmaster failed to cross the lesion to seal the perforation resulting in cardiac tamponade and death. The exact date of death was not reported. There was no additional information provided.

Manufacturer narrative:
(B) (4). The device was not returned to abbott vascular for investigation. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular as per specifications. Failure to cross can be a result of interaction with pt's anatomy and/or the interaction with an implanted stent and/or accessories used in conjunction with the ptca catheter during the procedure. It was reported that cardiac tamponade and death occurred. Tamponade and death are indicated as potential adverse pt effects in the graftmaster instruction for use. Although there is no indication of a quality deficiency, a conclusive cause for the reported event could not be determined.